Event description:
It was reported that, "surgeon removed pt stack's femoral, tibial, and tibial insert implants because pt complained of painful knee."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.